Event description:
It was reported that the customer passed away. The cause of death was not known at the time of the report. The customer was wearing the insulin pump at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but the analysis has not been completed. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer passed away. The cause of death was hyperglycemia and diabetes ketoacidosis. The customer was found with the insulin pump attached to the abdomen but the tubing had come off. The insulin pump was returned for analysis.